Event description:
It was reported that the patient experienced inadequate stimulation and uncomfortable stimulation in the left shoulder blade from the left lead of the spinal cord stimulator (scs). Reprogramming was performed but was unable to cover the patients' pain area. Imaging was performed and confirmed that the left lead migrated. The patient underwent a procedure in which the left lead was replaced. The patient is doing well post operatively. Additional information was received indicating that the device was lost in transit to the manufacturer, therefore device analysis could not be performed.

Event description:
It was reported that the patient experienced inadequate stimulation and uncomfortable stimulation in the left shoulder blade from the left lead of the spinal cord stimulator (scs). Repgrogramming was performed but was unable to cover the patients' pain area. Imaging was performed and confirmed that the left lead migrated. The patient underwent a procedure in which the left lead was replaced. The patient is doing well post operatively.